Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged respiratory infections with cough and phlegm. There was no report of serious or permanent patient harm or injury. The device was returned and manufacturer could not confirm customer complaint . Evidence of water ingress to the blower was observed during device evaluation.